Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear ziploc bag with two (2) labels that are possible lot numbers used (w3999891 and w4010139). The labels match the product returned. Our laboratory evaluation of the product said to be involved determined that the drive wire was separated from the handle. The device was returned with a clear liquid inside the tubing and there were dark spots on the basket inside the tubing. The basket was retracted inside the tubing when returned. There is a slight bend on the distal end of the catheter. The basket would not advance or retract when the handle was used. The handle was disassembled and it was noted that the drive wire was separated from the handle, and there was nesting inside the purple hub. For further evaluation of the drive wire cable and basket, the catheter was cut to push the drive wire cable out of the sheath. The basket is fully formed. The drive wire cable from inside the sheath has nested. Solder is present on the handle cannula and drive wire cable at the joint. No other anomalies were detected with the device. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history records for the possible lot numbers said to be involved were reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Basket advancement/retraction difficulties and nesting of the drive wire can occur if the device experiences excessive pressure. Resistance in basket movement and bends in the catheter can occur if the elevator of the endoscope is used to deflect the device at a sharp angle. The instructions for use indicate: "advance device through channel, in short increments, until basket sheath exits endoscope." The instructions for use state: "confirm desired position of basket sheath relative to target. Advance basket out of sheath. Caution: pulling on sheath while advancing or retracting basket may damage device, rendering it inoperable." Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history records for the potential lot numbers confirmed the lots met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook memory ii double lumen extraction basket. The device was used for removal of bile duct stone(s) in the common bile duct. The device functioned as intended at the first stone removal, but the basket did not open at the second attempt. Then, another device was used instead. The patient died right after the procedure. Additional information was received on 01-mar-2018: the physician used a cook memory ii double lumen extraction basket for removal of bile duct stone(s) in the common bile duct via the papilla. The device functioned as intended at the first stone removal, but the basket did not open at the second attempt. Then, another device was used instead. The patient died right after the procedure. A perforation was observed, but the physician stated that it was not related to the device. The site of perforation is unknown. There was no reportable information at this time. The device was evaluated on 29-may-2018: the drive wire was separated from the handle (subject of this report). A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A perforation was observed and the patient passed away, but the physician stated that it was not related to the device.